Event description:
The pt received the scs system including scs ipg and two percutaneous leads (from the same lot) on (B)(6) 2006. It was reported that the pt experienced ineffective therapy. The pt is working with the sjm rep. For the next course of action. No further info is available at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.